Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the rpms were in specification but slightly erratic, the control bar was not in the correct position, the neck was removed and rpms were in specification and not erratic, and the bearings were replaced and control blade placed in correct position and resolved the reported issue the event is confirmed. Device is used for treatment. A definitive root cause cannot be determined.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device was skipping when in use and making uneven cuts during surgery. No adverse events were reported as a result of this malfunction.